Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose at the time of admission was 500 mg/dl. They were wearing the insulin pump at the time of hospitalization. They were treated with insulin drip and was sent home. Troubleshooting was performed on the insulin pump and insulin exited without incident. It was noted that the time in the insulin pump was set advanced. They were assisted with correcting the time. The device passed the displacement test and basic occlusion test. The customer¿s current blood glucose was 300 mg/dl. The device will be returned for analysis.